Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) had reused single use supplies. This occurred during the last fill and the hp was connected. The hp explained that they had disconnected the lines and switched the bags. The technical service representative (tsr) advised the hp that the bags should not be disconnected and reconnected. The tsr assisted the hp with the ending therapy early procedure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.